Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/23/2015 to report that a (B)(6) female patient had a skin irritation. The patient was bleeding under the breast where the garment clasps rub. The patient discontinued use of the device. The medical outcome of the bleeding is unknown.